Event description:
Patient was revised to address a periprosthetic fracture. Update: (B)(4) 2012- litigation papers received. In addition to a fracture, pain is now alleged. A metal liner and femoral head have been added.

Event description:
Patient was revised to address a periprosthetic fracture. Update - (B)(4) 2012 - litigation papers received. In addition to a fracture, pain is now alleged. A metal liner and femoral head have been added. Update: (B)(4) 2012 was received from legal. Part/lot information was identified by invoice search. Records are available if needed for further review.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions about the reported event based on the newly provided information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, explant date, date received by manufacturer, PMA/510(k) #, manufacture date. The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Not returned.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
UDI: (B)(4).